Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker had stripped resulted in the lead unable to be connected to the header. The pacemaker was not used, and a new pacemaker was implanted. The patient was stable throughout the procedure.